Event description:
During the inspection of the ventilator, it was discovered that pressure transducer test and safety valve test failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer inspected the device on-site and confirmed the reported issue. During troubleshooting, it was found that the expiratory cassette membrane was the cause of the pressure transducer test failure, and it was therefore replaced. After the replacement of the membrane, it was found that the safety valve, specifically the breathing safety valve subtest, was failing intermittently due to safety valve calibration failures. To address the issue, the safety valves pull magnet was replaced. After the replacement, the ventilator passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided, hence a proper device log analysis could not be performed. The safety valve, including the pull magnet, is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane, thus enabling the inspiratory gas to be released from the inspiratory pipe via the emergency air intake, resulting in decreased inspiratory pressure. The breathing safety valve subtest checks that the safety valves opening pressure is approximately 117 cmh2o and calibrates the valve if needed. If calibration fails, the recommended action is to replace the safety valves pull magnet. The replaced safety valves pull magnet was returned for further investigation. A visual inspection of the returned pull magnet revealed no abnormalities. The pull magnet was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for four days without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The safety valves pull magnet was returned to the manufacturer for further investigation. During further inspection, the reported issue could not be reproduced at the manufacturing site. Nevertheless, based on the available information, there are signs that the pull magnet still could have been a contributory cause to the reported event. Therefore, the most probable cause for the safety valve failure is the safety valves pull magnet.

Event description:
Manufacturer's ref: (B)(4)